Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that her blood glucose (bg) level went up to "452 mg/dl" on (B)(6) 2011, at 5:00 am. She also claimed that she had developed symptoms of nausea and vomiting. The patient called her doctor who advised her to take insulin injections. The patient performed a set change and continued to use the pump. The patient indicated that it took about 23 hours before her bg level became stabilized and her symptoms stopped. The following day, while performing a cartridge change, the patient claimed that she noticed that the cartridge cap would not tighten. The patient stated that the cartridge compartment threads were stripped. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a loose cartridge cap issue and she developed symptoms suggestive of severe hyperglycemia. At this time, it is unclear if the cartridge cap issue occurred before or after the elevated bg episode occurred. It is also unknown if possible use error contributed to the patient's injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. The alleged cartridge cap could not be duplicated. No issues were observed with the cartridge cap or cartridge cap compartment. The pump passed an insulin flow accuracy test and was found to be delivering within the required specifications. No insulin delivery defects were found.